Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were taken to emergency room due to low blood glucose on (B)(6) 2020 with blood glucose of 29 mg/dl. The customer was treated with glucose. The customer did not use auto mode. The customer report did not allege over delivery on insulin pump. Customer was unable to complete care link upload. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy at 0.08700 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.